Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm and a failed battery test alarm. Customer's blood glucose was 400 mg/dl. Customer was not able to continue troubleshooting due to not having new batteries. Customer called back with new battery and was able to resolve issue. Customer declined troubleshooting for motor error alarm.